Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. It was reported that an explantation of the pacemaker is scheduled. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - this device was explanted approximately 18 months after the implant because it was unable to be interrogated. No explant or event dates were given.